Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed pump history with the customer and was unable to verify the shutdown event, however the customer maintained that the pump shut off. The customer resolved the issue by connecting the pump to a power source and the pump turned on. The customer declined further troubleshooting.